Manufacturer narrative:
Manufacturer ref# (B)(4). Due to the additional information described in b5 the event is no longer considered reportable to FDA this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 10dec2024: due to an erroneous entry reporting the source as being the primary tear. The reported event is illogical as the thoracic false lumen is reported as completely thrombosed but the source for the abdominal false lumen flow is reported as the primary tear which is in zone 3 in the thoracic aorta.

Event description:
Description of event according to study (B)(6): zenith alpha thoracic post market retrospective study): procedure and follow-up imaging show abdominal false lumen flow from the primary tear, unknown entry flow type. On (B)(6) 2021, the patient was emergently treated for hyperacute thoracic aortic dissection type b with placement of a zta-p-32-201 (proximal) and a zta-p-36-209 (distal). Pre-procedure imaging noted the primary tear to be in zone 3. Procedure imaging revealed completely thrombosed thoracic false lumen and patent abdominal false lumen with unknown type flow from the primary tear. Follow-up imaging completed on (B)(6) 2021 showed completely thrombosed thoracic false lumen and partially thrombosed abdominal false lumen with unknown type flow from the primary tear. Follow-up imaging completed on (B)(6) 2022 showed completely thrombosed thoracic false lumen and patent abdominal false lumen with unknown type flow from the primary tear. No treatment is noted. Queries have been placed in order to clarify how the zone 3 primary tear can be the source of flow for the abdominal false lumen when the thoracic false lumen is completely thrombosed.

Manufacturer narrative:
Manufacturers ref# (B)(4) blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.